Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event date was reported as "7/21-7/23." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using prismaflex hf sets, an unknown number of patients experienced clotting. According to the reporter, the clotting occurred at appropriate flow rates through the filter, through both new hemodialysis (hd) lines, tunneled hd lines, citrated and heparinized circuits. It was reported that "several of these patients" required blood transfusions due to blood loss. No additional information is available.